Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing of an unknown signal and resulted in pacing inhibition for 3 seconds of asystole. The patient experienced dizziness as a result. The root cause of the signal was undetermined. The device was reprogrammed doo and the patient felt good with that programming. Subsequent information was received that an invasive procedure was performed. The pacemaker and rv lead were explanted and replaced in addition to a previously surgically abandoned right atrial (ra) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.